Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device pink probe cover had multiple cuts, and the light guide lens had chipped adhesive around the lens. There was no patient involvement.